Event description:
Patient admitted to hospital, IV of 0.9% sodium chloride (1000ml) started at 4:17am, infusing via pump, outlook 400 es (621-400es). Around 9am, kcl (potassium or k+) piggyback hung (250ml bag) to infuse over 4 hours, after 45 min, patient complained of burning sensation, site checked no redness or signs of infiltration, obtained doctor's order to infuse remaining kcl infusion over 6 hours, 45 min later the IV piggyback of kcl was completed. Patient was in no distress, no redness at IV site. An EKG done - wnl (within normal limits), repeat k+ 4.1meq (was 3.3 prior to kcl infusion). Normal range - 3.5-5.2 meq/l. Pump log history pulled, (B)(6) forwarded the log to (B)(6), to review, (B)(4) stated all parameters of infusion entered correctly, there are times that state the pump was "on hold." It was decided to file a report for the pump. (B)(6) states that perhaps the piggyback solution might have backed up the primary tubing, overriding the back check valve, she has the set saved, describes set that was being used with the pump was 2 y-site ultrasite set. I concluded it was IV set us3130, no lot number available. (B)(6) has sample of this set with piggyback set (unk product) attached and IV bags. There is 500ml of 0.9% sodium chloride left in the bag, does not know the amount of solution that was in the primary bag when the potassium piggyback was started.

Manufacturer narrative:
Reported complaint has not been investigated at this time. No device has been received. After 3 attempts to receive device have failed the complaint will be closed. If device is received the complaint will be reopened, if closed due to no device received. This complaint is being evaluated in conjunction with the original complaint filed by the customer concerning a potential issue with the tubing set. The MFR report numbers are 9614279-2014-00050 (occurrence #1) and 9614279-2014-00051 (occurrence #2), (B)(4). No further information is available at the time of this report.